Manufacturer narrative:
Additional information: d4 (lot#), d10, h3, h6, h10 h10: product analysis: visual and optical examination identified that the threads at the tip of the threaded shaft appear to have been sheared off. It appears that the failure may be the result of bend stress overload. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent olif (oblique lumbar interbody fusion) at l4-s1 due to degenerative scoliosis. Intra-op, upon insertion of pivox implant using interbody inserter and threaded shaft inserter. The threaded shaft inserter sheared during impaction, leaving broken piece of threaded shaft stuck in implant. This rendered the implant inserter assembly unusable, and required additional actions to retrieve the implant from patient¿s disc space, where it was lodged at the time of breakage. No damage was seen to interbody inserter but threaded shaft was broken, and broken piece remained lodged inside implant at the attachment point. Due to this inserter assembly breakage and lack of a backup instrument set, surgeon use the other remaining inserter in the set, the assembly consisting of two all-in-one inserter shaft. In order to utilize this instrument, surgeon needed to use a pivox plate. The original pivox implant could not be re-used because it still retained the broken piece of threaded shaft. There were no patient complication occur as a result of this event.